Manufacturer narrative:
A comprehensive review of the device history records was conducted. All documentation was found to be complete, accurate, and in compliance with applicable regulatory requirements. Sterilization records were examined and confirmed to be within the validated parameters established during the product's qualification and routine processing. Based on the available information, a definitive causal relationship between the use of the hollister catheter and the reported urinary tract infections (utis) could not be established.

Event description:
It was reported that some of the hollister vapro catheters were difficult to insert and remove and some of them got stuck in the urethra. It was reported that this has led to an increase in urinary tract infections. It was further reported that the user has been using the products for a long time and was very satisfied with the new coating, but for the past few months these problems have occurred.